Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were critical due to getting into 2 car accidents due to low blood glucose. Customer's blood glucose value was unknown. The customer declined any troubleshooting. The device will not be returned for analysis.